Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported. Upon investigation of the actual device used in the incident, it was determined that the key had not been returned when tried to issue a medication and unable to proceed further issuance. A technical support specialist instructed the customer on how to cycle count the key back into the cabinet to resolve. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the key had not been returned when tried to issue a medication and unable to proceed further issuance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.